Event description:
It was reported that during a device upgrade procedure, the pulse generator exhibited loss of output after suspected electrocautery interaction. No adverse consequences occurred to the patient. The device was explanted and replaced as planned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.